Event description:
No communication to generator, generator not responding. A manufacturer representative met with the patient and was able to repair the ipg. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported that there was no communication to generator, generator not responding. A manufacturer representative met with the patient and was able to repair the ipg. The device is providing therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.